Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/doses via an implantable pump for spinal pain indications. The patient reported that he had an magnetic resonance imaging (MRI) last friday (not related to the medtronic device/therapy), and his pump quit working/had not been working for the last 2. 5 to 3 days. The patient stated he had been really sick and took oral pain medications and was fine now. Patient stated he did not have the doctor check the pump after the MRI because they did not know anything was wrong, but then was feeling bad and it got "worse and worse". Patient stated he had not tried to bolus because he was sick. While on the call patient was able to connect to the pump and the personal therapy manager (ptm) was showing a 3 min lockout. Agent had him resync to the pump and patient confirmed he was now seeing a 2 min lockout. Agent asked patient if he had bolused and patient responded "I think so" . Patient stated there was not an alert on the handset. Patient stated the managing doctor could not see him until next monday (03-11-2024). Patient also mentioned they have had 14 surgeries on their neck and lower back which was what the MRI was for.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) stated that there was motor stall on (B)(6) 2024 at 9:38 am due to magnetic resonance imaging (MRI). The pump recovered at 9:54 am. The pump was working on (B)(6) 2024. Action: the pump was interrogated, and the issue was resolved.